Manufacturer narrative:
(B)(4). Batch # t5e20t. Device analysis: the analysis results found that a sr75 reload was received with both gripping surfaces broken off. The reload was received unfired with the swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a colectomy, the cartridge could not be loaded into the jaw of a device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.